Event description:
It was reported that grey/black dots and foreign matter was noticed in the packets of the safe-t-centesis 8fr kits. During follow up response it was further reported that the customer found these in the box like this prior to use. Had not been opened or used on patients.

Manufacturer narrative:
H11: no photos or sample was received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A probable root cause for this reported failure mode could not be determined since enough information to fully investigate this incident was not provided. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. D4 (expiration date is unknown), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, and additional information), h4 (device manufacturing date is unknown), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the lot number was no provided; a device history record review was not performed. The device has been returned for evaluation. Photos were provided; photo review is underway. The investigation is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that grey/black dots and foreign matter was noticed in the packets of the safe-t-centesis 8fr kits. During follow up response it was further reported that the customer found these in the box like this prior to use. Had not been opened or used on patients.